Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a blood back.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings & investigation conclusions), h11 corrected fields: d4(model# & catalog#). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. There was blood in multiple areas including the condensation removal module and the safety disk. At this time, the customer has not requested getinge to repair the unit for the reported malfunction. The customer has decided not to repair the unit at this time, and it has been removed from service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.